Manufacturer narrative:
Expiration date: na. Additional suspect medical device components involved: model #: csk-tc10 lot #: 041217. Description: csk tc electrode, 10cm total quantity: 1.

Event description:
Device analysis of the returned electrodes indicated that traces of potting epoxy were found on the hubs. The epoxy leaked through the shaft openings in it's liquid state during the manufacturing process, and was not removed after curing.